Event description:
It was initially reported that a medication was set to finish in 24 hours, however it finished 3 hours early. The customer later provided the following clarifying information. On (B)(6) 2026, an alaris pump module began alarming for occlusion while infusing carrier fluid (1ml/hr) from a 50 ml syringe with intermittent antibiotics. Nurses initially cleared the alarm and believed the infusion was functioning. However, on the following shift, the pump alarmed again and it was discovered that the syringe still contained the full volume, though it should have been about half empty based on the infusion rate. The infant had been using the same pump since birth ((B)(6) 2026). The tubing used included a microbore extension set, which was not retained. No patient harm occurred, but the central line was removed and replaced as a precaution.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.